Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a. The same sample was retested on a separate cobas liat analyzer which yielded a negative result for influenza a (positive for sars-cov-2). The results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Data analysis identified that the influenza a result is quite delayed and indicative of a sample near the limit of detection of the assay. The observed discrepancy is most likely due to the sample being a weak positive for the influenza a target that is at/near the lod of the assay and varying assay sensitivities. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Note that while dual infections are rare, they can occur.